Event description:
Device 1 of 3 reference MFR. Report# 3006705815-2019-00443; device 2 of 3 reference MFR. Report# 3006705815-2019-00444. It was reported that the patient experienced ineffective therapy. In turn, the patient had the system explanted.